Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4136 competitor implantable pacing lead (B)(6) 2011; 5076 implantable pacing lead (B)(6) 2011. (B)(4).

Event description:
It was reported that during a revision procedure, the left ventricular (lv) lead was found to have an insulation breach on initial inspection. The lv lead was repaired with normal function. Due to the inability to place a new rv lead, it was elected to swap the chronic rv lead with the lv lead in the device header. The lv lead remain in use. It was noted that the patient is part of the system longevity study. No patient complications have been reported as a result of this event.